Event description:
The customer reported out of range low quality control (qc) and discrepant vitamin b12 results, for four patients, involving the access 2 immunoassay system. This report is two of two referencing the three patients on the event date noted. The discrepant results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with these three patients. The customer replaced the aspirate probes and attempted to recalibrate the vitamin b12 assay which failed due to bad fit. The patients' serum samples were collected in 13x100 mm tubes and centrifuged for five minutes. The customer indicated sample quality appeared normal. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the pipettor tip and performed pipettor alignments. The fse verified transducer temperature, adjusted ultrasonics, and performed a system clean using freshly made cleaning solutions. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the faulty 3-inch probe tip is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-01073.